Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that scratches on front screen and back button almost fallen off. Customer¿s blood glucose level was 18 mmol/l. Customer stated that they can not read the display. Customer also stated that they can read the display but not very well and besides back button was falling off. Customer troubleshooting was performed for damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. The lcd display has some scratches; however the user can still read whatever is displayed and navigate the menus. Also the keypad overlay as well as the return button peeled off in the upper left hand corner. There's a vertical crack in the battery threads located above the left belt clip rail. Plus the s/n label located between the belt clip rails has rubbed off and become illegible. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.